Manufacturer narrative:
Additional information : a companion sample was received for evaluation. A visual inspection with the eye was performed with no issues noted. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. The reported condition was not verified on the companion sample. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The actual device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that one (1) homechoice cassette leaked from an unspecified location. This occurred during unknown process step of peritoneal dialysis therapy. There was no report of a patient injury or medical intervention associated with this event. No additional information is available.